Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump was not register to her name. The customer's blood glucose level was 197 mg/dl. The customer was assisted and register the insulin pump to her name. The customer was assisted to reset her password and directed her to use direct site and she understood. No further assistance needed at time of call.